Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator, indicating that the operational check failed.the fse evaluated the device onsite and determined that the operational check failed due to poor contact caused by unclean paddles. The fse cleaned the paddle, after which the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse cleaned the paddles to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6).